Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon would not deflate when used with the syringe. Another syringe was use and the balloon still did not deflate. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure to sweep the bile duct for sludge and stones. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. When using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument. Olympus will continue to monitor field performance for this device.